Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psychology injury"). The patient was treated with surgery (hyst. (Full),salping (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, perforation-yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) conducted, specify (unspecified) confirmation test-yes. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- new events added: abdominal pain, bleeding: general abnormal bleeding, psych injury, perforation: uterus were added. Outcome of event pelvic pain updated from unknown to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 625636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervical dysplasia, parity 3, kidney stones and pap smear abnormal. Current weight 212lbs. Concurrent conditions included fatigue. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2007 to (B)(6) 2007, ibuprofen from (B)(6) 2007 to (B)(6) 2016, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2007, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown, the genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, perforation-yes discrepancy: plaintiff did not went through essure confirmation test. Removal/pathology report states that there was evidence of essure in each tube with mild hydrosalpinx bilaterally in a near perforation on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: abnormal bleeding, pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr was received. Lot number was added. New events abnormal bleeding (vaginal, menorrhagia), previously added psychological or psychiatric problems updated with depression, mental anguish, dysmenorrhea, dyspareunia, weight gain were added. New reporters were added. Patient demographic was added. Patient medical history and concomitant conditions were added. Concomitant drugs were added. Event outcome was added. Event onset date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and fallopian tube perforation ('perforation: fallopian tubes') in a 42-year-old female patient who had essure (batch no. 625636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervical dysplasia, parity 3, kidney stones and pap smear abnormal. Current weight 212lbs. Concurrent conditions included fatigue. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2007 to (B)(6) 2007, ibuprofen from (B)(6) 2007 to (B)(6) 2016, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2007, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, perforation yes. Discrepancy: plaintiff did not went through essure confirmation test. Removal/pathology report states that there was evidence of essure in each tube with mild hydrosalpinx bilaterally in a near perforation on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: abnormal bleeding, pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Lot number: 625636 manufacturing date: 2007-09 expiration date: 2009-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: pfs received: new event perforation: fallopian tubes, outcome of the event pain, updated to recovered resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and fallopian tube perforation ('perforation: fallopian tubes') in a 42-year-old female patient who had essure (batch no. 625636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervical dysplasia, parity 3, kidney stones and pap smear abnormal. Current weight 212lbs. Concurrent conditions included fatigue. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2007 to (B)(6) 2007, ibuprofen from (B)(6) 2007 to (B)(6) 2016, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2007, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysgeusia ("metallic taste"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, depression, anxiety, dysmenorrhoea, weight increased and dysgeusia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, perforation-yes discrepancy: plaintiff did not went through essure confirmation test. Removal/pathology report states that there was evidence of essure in each tube with mild hydrosalpinx bilaterally in a near perforation on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: abnormal bleeding, pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Lot number: 625636 manufacturing date: 2007-09 expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: reporter added. Event metallic taste added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and fallopian tube perforation ('perforation: fallopian tubes') in a 42-year-old female patient who had essure (batch no. 625636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervical dysplasia, parity 3, kidney stones and pap smear abnormal. Current weight 212lbs. Concurrent conditions included fatigue. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2007 to (B)(6) 2007, ibuprofen from (B)(6) 2007 to (B)(6) 2016, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2007, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysgeusia ("metallic taste"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, depression, anxiety, dysmenorrhoea, weight increased and dysgeusia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, perforation-yes. Discrepancy: plaintiff did not went through essure confirmation test. Removal/pathology report states that there was evidence of essure in each tube with mild hydrosalpinx bilaterally in a near perforation on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Lot number: 625636 manufacturing date: 2007-09 expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 625636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervical dysplasia, parity 3, kidney stones and pap smear abnormal. Current weight 212lbs. Concurrent conditions included fatigue. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2007, ibuprofen from (B)(6) 2007 to (B)(6) 2016, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2007, nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown, the genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, perforation-yes. Discrepancy: plaintiff did not went through essure confirmation test. Removal/pathology report states that there was evidence of essure in each tube with mild hydrosalpinx bilaterally in a near perforation on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: abnormal bleeding, pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Lot number: 625636, manufacturing date: 2007-09, expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.